Manufacturer narrative:
(B)(4). It was reported that the patient recovered from the event of peritonitis. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was ongoing. Treatment was not reported. The cause of peritonitis was unknown. At the time of this report, the patient was recovering from the peritonitis. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Follow up information was received related to the event. On an unreported date, therapy was discontinued. The patient was later hospitalized for weakness and having trouble breathing. Treatment was not reported. At the time of this report, the patient had not yet recovered from the weakness and trouble breathing. A batch review was conducted for potentially associated lot numbers h13a12016, h12l21016 and h12k18022 and no exceptions were observed that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.